Event description:
Pt reported obtaining back-to-back blood glucose results of "hi" (>600 mg/dl) and 103 mg/dl, while using the suspect device. Pt indicated that, based on the values, he did not take any insulin. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.